Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has difficulty inserting their sensor. The removal of a needle was mentioned, and the needle was not completely retracted. No further details were given. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.